Event description:
No individual involved. There was no patient or employee injury related to this incident. Staff members at the hospital emergency room found a kendall monoject 21 gauge needle that was packaged with two needles, one was properly capped and the other was not. The needles were removed from circulation. They were submitted to the office of risk management.